Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead associated with this implantable cardioverter defibrillator (ICD) was surgically abandoned due to oversensing. No pacing inhibition was reported. No additional adverse patient effects were reported. This device remains in service.